Manufacturer narrative:
Per the tandem user guide: tandem diabetes care recommends that you periodically check the battery level indicator, charge the pump for a short period of time every day (10 to 15 minutes), and avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Troubleshooting with tandem technical support showed that pump had shut down due to not charging battery. Pump was able to be turned on after plugging into a power source. Customer's blood glucose was 579 mg/dl. Bg was addressed with a manual correction injection administered by a doctor as customer is in a nursing facility.